Event description:
End user stated she was coming down the ramp on a transport bus and she fell forward causing her foot to fall off resulting in the power chair running over her small metatarsal on her right foot. End user stated she went to the emergency room where they advised her that her metatarsal was broken.

Manufacturer narrative:
(B)(4).